Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of incident was over 400 mg/dl. Customer¿s current blood glucose is 76 mg/dl. Customer declined troubleshooting for high blood glucose readings. Customer also stated that they received insulin flow block alarm and the issue was resolved. It was unknown whether the customer had been using auto mode feature at the time of incident. The device will not be returned for analysis.